Manufacturer narrative:
Date of onset of infective therapy: (B)(6) 2019. Additional suspect devices: model sc-1200, precision montage MRI ipg, serial number (B)(4), lot number 21449249. Brand name clik x MRI anchor, model sc-4319, clik x MRI anchor, lot number 21808902.

Event description:
It was reported that the patient experienced a loss of efficacy of pain relief and no longer used the device. In addition the patient was also experiencing nausea and headaches. Reprogramming was attempted however the issue did not resolve. The patient underwent a system explant procedure due to the nausea and headaches. The patient was doing well post-operatively and is no longer experiencing headaches or nausea. The ipg will be returned however the lead and clik anchor were discarded at the facility.

Manufacturer narrative:
The lead and clik anchor were not returned to boston scientific. A review of the manufacturing documentation for these devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as no problem was detected.

Event description:
It was reported that the patient experienced a loss of efficacy of pain relief and no longer used the device. In addition the patient was also experiencing nausea and headaches. Reprogramming was attempted however the issue did not resolve. The patient underwent a system explant procedure due to the nausea and headaches. The patient was doing well post-operatively and is no longer experiencing headaches or nausea. The ipg will be returned however the lead and clik anchor were discarded at the facility. 12560034 - sc-2408-56, s/n (B)(6) (parent) (prr). 12626694 - sc-1200, s/n (B)(6) (returning to bsn). 12684523- sc-4319, lot 21808902 (prr).